Event description:
It was reported that the customer experienced high blood glucose levels. The customer treated themselves with a manual injection. The customer's exact blood glucose was unknown. Troubleshooting was done. The customer expressed nausea and vomiting as symptoms of the high blood glucose. Assisted customer with running a manual prime, and the customer stated that insulin did exit the tubing. Upon checking the alarm history of the insulin pump, the customer stated that they had received a no delivery alarm. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer declined the high pressure test due to a recent set change. Nothing further reported.

Manufacturer narrative:
Pump is monitored for 8 hours with multiple basal rate. No check setting alarm noted. Unit function properly during functional check including rewind and basic occlusion, occlusion, prime/force sensor system, the excessive no delivery, displacement, self test, unexpected restart test and all operating current test were normal. No excessive no delivery alarm noted during testing. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.